Manufacturer narrative:
The reported field event of inappropriate high voltage output was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine device check, it was observed that the patient had received inappropriate shocks for atrial fibrillation with rapid ventricular response 3 months prior to the check. The device was explanted and replaced.